Event description:
Healthcare professional reported "severe pain", "baker IV capsular contracture", and "rupture". As per operative report pain, discomfort asymmetry, glandular ptosis of stage iii, capsular contracture baker grade iii/IV and rupture. This record is for the right side. Device was explanted.

Manufacturer narrative:
Continued e1. Phone: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture " is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, g2

Event description:
Healthcare professional reported "severe pain", "baker IV capsular contracture", and "rupture". As per operative report pain, discomfort asymmetry, glandular ptosis of stage iii, capsular contracture baker grade iii/IV and rupture. This record is for the right side. Device was explanted.